Manufacturer narrative:
The insulin pump passed self-test and displacement tests, no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump was received with normal operating currents and the low reservoir alarm functioned properly. The insulin pump was monitored for 24 hours and no constant tone or audio/beep anomaly noted. All buttons function properly. No damage noted on keypad traces. The keypad connector on lcd board was locked properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an audio beep anomaly and unresponsive buttons on the insulin pump. The customer's blood glucose level was 180 mg/dl. Troubleshooting was performed, and it was noted that the self test passed, but insulin pump will be replaced. No further information was provided.